Event description:
It was reported that shaft break occurred. A 1.50mm x 15mm emerge balloon catheter was advanced for dilatation. However, during procedure the shaft was fractured. The procedure was completed with another of the same device. No patient serious injury or adverse event were reported.